Manufacturer narrative:
Annex c is now c02.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the instrument clutch button on arm 1 intermittently did not work. This happened in yesterday's procedure. System logs show error 25745 pointing to the instrument clutch button on the universal surgical manipulator (usm) 1. The customer would like arm 1 checked. The procedure was completed and no reported known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer said the procedure was a myomectomy procedure. The customer discontinued using arm 1 and continued using arm 2, 3, and 4 for the procedure. Patient demographic information was provided. Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expected. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. As a result of these findings, fa concluded that the axes controller spar button board1 printed circuit assembly (pca) was found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.